Event description:
In (B)(6), following a pump refill, the patient's legs were spasming and she was itchy from the waist down. It was later reported that the patient had the pump and catheter explanted due to an infection. The patient experienced baclofen withdrawal, pain, and fever. The outcome was reported as "serious life-threatening injury/illness-recovered with sequela". The patient was hospitalized for the infection and then sent to (B)(6). The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).